Event description:
It was reported that there was intermittent pacing failure and dislodgement on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: product ID a3dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID 5086mri45 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).